Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin 2gm (dose, route, frequency and duration not reported) and fortunately 2gm (drug name could not be verified. Dose, route, frequency and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.